Event description:
The customer reported that a patient had a hypotensive episode during a therapeutic plasma exchange (tpe) procedure. Approximately 9 minutes into the procedure, the patient's blood pressure decreased to 50/30 mmhg. Per physician's order, the rn administered 1 liter of saline via IV. After the procedure, the patient was feeling better, but they sent the patient to the emergency room as a precaution. X-ray was performed with negative results. The patient is reported in stable condition with a blood pressure of 128/59 mmhg. The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to medical intervention via ER visit and x-ray.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information align with the reported event.

Manufacturer narrative:
Investigation: per the customer, the issue may have been due to possible dehydration and blood pressure medications prior to procedure. The patient had poor oral intake and had trouble swallowing due to his disease stated per the customer. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return and investigation. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. (Cobe spectra essentials guide, page 1-13).